Event description:
The caller reported that her son uses a 6dct tracheostomy tube and a tube that was placed lasted 5 days. The tube was discarded and the lot is unk. The caller did not provided any other info.

Manufacturer narrative:
The lot number is unk. The tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should any significant info result.